Manufacturer narrative:
Block b3: exact date unknown, event occurred last year, 2024.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain from the spinal cord stimulator (scs). The patient underwent an scs system explant procedure. No further information could be obtained despite good faith efforts. Additional information was received that the explanted devices were not returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain from the spinal cord stimulator (scs). The patient underwent an scs system explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7078416, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5089908, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7073400, UDI: (B)(4).